Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2008 due to patient allegations of pain, elevated cocr levels and tissue/bone destruction. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2008 due to patient allegations of pain, elevated cocr levels and tissue/bone destruction. No further information has been provided to date. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2008 was due to acetabular cup loosening. The operative notes confirm that the acetabular cup, taper adapter and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information received in medical records, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.